Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-04548 addresses the encore inflation device, while manufacturer report # 3005099803-2013-04541 addresses the maxforce balloon. It was reported to boston scientific corporation on (B)(6) 2013 that an encore inflation device and a maxforce balloon were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) on (B)(6) 2013. According to the complaint, during the procedure, the maxforce balloon was inserted into the cbd to dilate the duct. When the maxforce balloon exited the scope the balloon catheter kinked; however they were able to still dilate the duct. When deflation was attempted, it was noted that he balloon would not fully deflate with the encore device. The endoscope was removed for the patient with the device, and the catheter was cut. It was reported that it is unknown if the deflation issue was caused by the maxforce balloon or the encore inflation device. The dilatation was successful in that the stones were able to fall out of the cbd. The procedure was completed at this time. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.